Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) mfg site name-starmedtec (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail reusable laser fiber was used in the bladder during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser fiber had been used twice previously. According to the complainant, during the procedure, the distal end of the laser fiber frayed and broke into several pieces. The broken fragments fell into the patient's kidney and were all retrieved using a stone extraction device. The procedure was completed with another lighttrail reusable laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.